Event description:
The customer's mother called to report that the insulin pump delivered a bolus of 8.0 units that her son did not program. The mother doesn't feel that her son accidentally pressed any buttons. The customer's reported blood glucose reading at the time of the call was 63 mg/dl. The mother did not have carelink to upload the insulin pump info. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.